Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: h4; the device manufacture date has been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: the actual device was returned for evaluation. During repair, an evaluation was performed; and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear.

Event description:
The device emax2plus was submitted from affiliate in japan and following condition(s) were reported: burr does not rotate. No further information is available. It was reported from japan that during service and evaluation, it was determined that the motor device had the following failures: cosmetic damage, cord damaged, loose, damaged flex circuit, will not rotate and e6. It was further determined that the device failed pretest for trigger did not move smoothly and the upper trigger was blocked. It was noted in the service order that the burr device did not rotate on the motor device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2024. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.